Event description:
No blood glucose levels reported. The customer reported that the insulin pump had a crack on the battery compartment. The customer further reported that a chunk of the battery compartment was missing from the insulin pump. The customer also reported a motor error alarm from the insulin pump. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).